Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device on (B)(6) 2026. On (B)(6) 2026, it was reported by the health care professional (hcp) that the patient experienced an inaccuracy issue. The patient utilized a tandem t: slim insulin pump at the time of the event. The night of (B)(6) 2026 the patient said that he is feeling sick, dexcom is reading around 67 mg/dl or 73 mg/dl but the patient didn't do anything about it and proceed to rest. The next day, patient was feeling nauseous and throwing up, his friend checked his bg fs and it is over 700 mg/dl, his friend called 911 and when the paramedics arrived, they confirmed the bg reading (bg fs) is over 700mg/dl. No cgm value was specified. He was brought to emergency room (ER) and the attending nurse checked his bg and its 709 mg/dl they removed the sensor at the ER and he was treated with IV insulin. He was diagnosed with dka, remained in the ER for about 4-5 hours and was transferred to ICU. At transfer the bg was over 600 mg/dl and he remained on IV insulin. He remained in ICU for monitoring for 2.5 days as his bg level decreased and his condition stabilized. Treatment also included a medication for red blood count (unremembered medication), potassium, and he also said he was given unspecified medication for his immune system. At the time of transfer to a regular room his bg level was approximately 200 mg/dl, the IV insulin was discontinued, and he was started on insulin injections for diabetes management. He was discharged on (B)(6) 2026 in stable condition. After discharge although he experienced intermittent episodes of an elevated bg level, he felt fine. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device on (B)(6) 2026. On 03/26/2026, it was reported that the patient experienced an inaccuracy issue. The patient utilized a tandem t: slim insulin pump at the time of the event. The night of (B)(6) 2026 the patient said that he is feeling sick, dexcom is reading around 67 mg/dl or 73 mg/dl but the patient didn't do anything about it and proceed to rest. The next day, patient was feeling nauseous and throwing up, his friend checked his bg fs and it is over 700 mg/dl, his friend called 911 and when the paramedics arrived, they confirmed the bg reading (bg fs) is over 700mg/dl. No cgm value was specified. He was brought to emergency room (ER) and the attending nurse checked his bg and its 709 mg/dl they removed the sensor at the ER and he was treated with IV insulin. He was diagnosed with dka, remained in the ER for about 4-5 hours and was transferred to ICU. At transfer the bg was over 600 mg/dl and he remained on IV insulin. He remained in ICU for monitoring for 2.5 days as his bg level decreased and his condition stabilized. Treatment also included a medication for red blood count (unremembered medication), potassium, and he also said he was given unspecified medication for his immune system. At the time of transfer to a regular room his bg level was approximately 200 mg/dl, the IV insulin was discontinued, and he was started on insulin injections for diabetes management. He was discharged on (B)(6) 2026 in stable condition. After discharge although he experienced intermittent episodes of an elevated bg level, he felt fine. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.